Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective coverage/therapy. Impedance check revealed high impedance on one of the leads. Additionally, the patient¿s ipg is moving in the pocket following weight loss. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.